Event description:
False positive result (s). I purchased 6 of these from a local cvs a couple of days before christmas intending to share with my in-laws. I took one of them the morning before christmas eve and had a positive result. Panicking and thinking I was going to ruin christmas for my family, I booked an appointment at a local urgent care where I took a pcr and antigen test. Learning the antigen result wouldn't come for a few hours, I went to another urgent care for a rapid pcr test where I waited outside for an hour in the rain. I later found out that this rainy urgent care is notorious for scamming people so while I paid zero $ out of pocket, I may receive (B)(6) bill in the mail soon from my insurance company. Psa: check yelp before visiting these places. Thankfully, both of the rapid urgent care tests came back negative. Never again flowflex!!!